Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that this phenomenon was attributed to the following. - the accidental failure of the printed circuit board. - the deterioration failure of the printed circuit board in case the device was frequently used. - the components failure of the printed circuit board, which was caused by electrical short circuit of the printed circuit board due to dust inside the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found the reported event. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india (omsi), it was found that the complete indicator on the front panel which indicated the completion of white balance adjustment blinked intermittently due to the failure of the printed circuit board. There was no report of patient injury associated with this event.